Manufacturer narrative:
A2 - age at time of event: 61 years old at the time of study enrollment.

Event description:
It was reported that restenosis occurred, requiring additional intervention. The subject underwent treatment with the ranger drug coated balloons on 09-may-2025 as a part of the clinical trial. The target lesion was located at the right leg. Treatment of target lesion was performed by dilation using 6.0 mm x 60 mm, 135 cm ranger drug coated balloon study device. The balloon catheter was inflated for the first time at 8 atmospheres for 120 seconds. On (B)(6) 2026, the subject was noted with symptoms related to restenosis of right external iliac artery that were treated with percutaneous transluminal angioplasty. On 15-may-2026, the event was considered to be resolved.